Event description:
The customer reported that following a diagnostic catheterization procedure a vasoseal vhd was deployed. The patient presented in the physician's office seven days post-catheterization with purulent drainage coming from the groin site. The groin site was cultured and was positive for staph. The patient was admitted to the hospital and treated successfully with surgery and IV antibiotics. No further complications were reported.